Event description:
It was reported that during implant attempt, as the physician was attempting to position the lead, it was observed that the lumen was blocked. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).